Event description:
The patient was scheduled for a replacement and possible revision on august 12th. The replacement surgery had to be cancelled due to cardiac clearance and will have to be rescheduled.

Manufacturer narrative:
Concomitant medical products: product ID 7435, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient; product ID 3998, lot# la4666, implanted: (B)(6) 2002, product type: lead; product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer, patient. (B)(4).

Event description:
The patient experienced a loss of stimulation and therapeutic effect. The patient reported feeling loss of stimulation on the left side recently last month ((B)(6) 2014). Reprogramming was planned. Diagnostic testing and troubleshooting will be performed in the future. No patient complications were associated with this event. The patient was alive with no injury. It was reported two and a half weeks later that reprogramming was performed. Impedance readings showed high impedances. The patient was being referred to a neurosurgeon for revision of the leads and replacement of the ins. Additional information has been requested.